Event description:
It was reported that prior to starting a da vinci s surgical procedure, a wire was sticking out of the wrist of a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, one grip close cable was derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. Additional damage found was deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage may be due to mishandling. Electrical continuity passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.